Manufacturer narrative:
Please retract this report 2017865-2013-04907 the same issue was reported as 2017865-2013-04760.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right atrial lead was repositioned.